Manufacturer narrative:
The hospital biomed tightened the ez change bracket screws and cleaned the absorber seal.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.